Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's medical assistance and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient collapsed on a cruise ship and sought medical attention from the ship's medical staff with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod for an unknown duration. The pod and sensor were not communicating. The patient was treated with unspecified intravenous fluids and was discharged 6 hours later on that same day. The patient resides in the united states but was travelling to the netherlands at the time of the reported event.